Event description:
The hospital reported that they would like to return some of their inventory of shunts, since some of their surgeons were complaining that the shunts were not staying in place; which could potentially cause damage to the vessels. The hospital is a previous user of edwards coronary shunt, which have been recalled. The hospital reported that they continue to use maquet coronary shunts.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unknown. (B)(4).